Event description:
The patient was treated for a stroke using the penumbra system 041 and experienced a brief episode of hypotension after arrival to the nsicu with worsening exam however, this improved rapidly with a fluid bolus and normalization of blood pressure. This event was reported as possibly related to the penumbra system because, the hypotension was discovered as he arrived in the ICU from the vascular interventional suite. It was noted that the event may have been procedure related however, the hospital felt there was no way to tell. There were no tests performed and no other intervention. This MDR is associated with MDR 3005168196-2010-00649.

Manufacturer narrative:
The product did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The information in this report was collected as a part of the penumbra (B)(4). The case report indicated that the clinical event occurred immediately following treatment with the penumbra system 041 however, there was no indication that there was any issue related to the device(s).